Event description:
It was reported that the patient experienced lower extremity weakness, fatigue, exertional dyspnea, elevated lactate dehydrogenase (ldh) and reddish-brown urine. Pulsatility index was also elevated. A heparin drip was started due to the elevated ldh. A nonocclusive thrombus within the outflow tract was confirmed with a computerized tomography (CT) scan. The log file showed intermittent power spikes dating back to (B)(6) 2021 and these were likely attributed to the thrombus as the patient had been experiencing abdominal discomfort and non-bloody vomiting beginning that month. As a result of the thrombus, the patient underwent pump exchange on (B)(6) 2021. In the or, the patient experienced profound acute right heart failure complicated by vasoplegia and suction events. The patient also became coagulopathic and had several hours of intraoperative bleeding. Due to these factors, the patient needed to be resuscitated; the patient's chest was left open with a wound vacuum. Overnight the wound vacuum clotted off and they were taken back to the or where the chest was irrigated and a new wound vacuum was placed. There was no improvement of the patient's vital signs and it was ultimately decided to change their code status to comfort care; the patient passed away on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported increase in lactate dehydrogenase (ldh), as well as a direct correlation to heartmate ii lvas, serial number (B)(6), could not be established through this evaluation. Additionally, the reported suspected thrombus in the outflow graft could not be confirmed as no images were submitted and the device was not returned. The submitted log file captured isolated elevations in pump power and estimated flow on (B)(6) 2021 and (B)(6) 2021. These pump parameters returned to baseline after each elevation. The pump appeared to have operated as intended above the low speed limit and there were no other notable events captured. A specific cause for the observed changes in pump parameters could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists hemolysis and device thrombosis as adverse events that may be associated with the use of heartmate ii lvas. This section also addresses all pump parameters including pump speed, power, flow, and pi. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 6, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced elevated lactate dehydrogenase (ldh) and reddish-brown urine. A nonocclusive thrombus within the outflow tract was confirmed with a computerized tomography (CT) scan. The log file showed intermittent power spikes dating back to (B)(6) 2021 and these were likely attributed to the thrombus. As a result of the thrombus, the patient underwent pump exchange.